Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suction irrigator instrument and perform failure analysis evaluation. The instrument was found to have a broken tip at the distal end. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted left colorectal surgical procedure, while removing the suction irrigator instrument from the patient port, the customer noticed a foreign object on the monitor. The customer paused to locate the foreign object which was removed via a patient port. The customer was able to identify the foreign object as the tip of the suction irrigator instrument. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument fragment was retrieved and was later confirmed to be removed with an x-ray screening. The patient has not returned to the hospital due to experiencing any post-surgical complications. The surgeon did not notice any issues with the functionality of the suction irrigation instrument during the surgical procedure. Also, it was confirmed that the wrist of the instrument was straight upon removal from the patient, the surgical staff did not feel any resistance upon removal of the instrument through the cannula, and the cannula was not damaged after the event occurred. However, a dent was noticed in the inner cannula. Additionally, the instrument did not collide with any other instruments or other hard materials during the surgical procedure.